Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic insert was analyzed and found to have a broken blade. The blade broke at roughly 0.1210¿ from the base. Broken piece was not returned. Size of missing piece is approximately 0.5060¿ x 0.0850¿. Components adjacent to the broken blade do not show damage. . The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Damaged blade is triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the harmonic ace instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument broke at the cutting edge just five minutes after use; the cutting edge did not collide with any other instruments. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument broke at the cutting edge and half of the jaws broke and fell off. The instrument was not inspected prior to use. Issue occurred at the beginning of a prostate cancer radical surgery; the instrument was damaged while freeing the bladder. The instrument did not collide with any other instruments or tools during the procedure. No fragments fell inside the patient's anatomy.